Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed customer states the pump was not dropped. Customer states the battery cap is damaged. Products are expected to return.